Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a hemorrhagic stroke last summer. Additional information was requested from the hospital staff; however, none has been provided.

Manufacturer narrative:
A full examination of the pump, could not be conducted, as it remains in use supporting the patient. A root cause for the reported event could not be determined through this evaluation. However, the instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.